Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. Visual evaluation of the returned three photo sample noted one opened without original packaging, used silicone foley. Visual inspection of the first photo sample showed an overall view of the catheter with the balloon inflated. The second photo shows a closeup view of the tip of the catheter along with the inflated balloon which is asymmetrical. The third photo shows the inflation valve or cap with product information. The reported failure is confirmed cause unknown. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter came out during placement. As per internal bd comments received on (B)(6) 2025, stated that although the balloon was found to be unevenly inflated, it was still usable without issue. They requested confirmation of the cause.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter came out during placement. As per internal bd comments received on 29oct2025, stated that although the balloon was found to be unevenly inflated, it was still usable without issue. They requested confirmation of the cause.